Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that a patient experienced discomfort, within the past week, in the body that worsens when sitting down in the car. It feels like pressure on the tail bone and concerned it may be due to an infection even though urination is not always painful. The patient recently started having a loss of efficacy. Patient present on p1l2 and dropped down 1 click. Patient will monitor over the next week and provide an update. It was later reported that the physician confirmed patient has a urinary tract infection (uti). The patient was treated with prescribed medication. Additionally, the doctor does not believe the tailbone discomfort is a result of the stimulator or lead.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device was not returned, and pictures were not provided resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, the patient was experiencing discomfort, loss of efficacy, and a uti. Cause of the discomfort, loss of efficacy, and uti could not be established therefore, an investigation conclusion code of cause not established was chosen. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient experienced discomfort, within the past week, in the body that worsens when sitting down in the car. It feels like pressure on the tail bone and concerned it may be due to an infection even though urination is not always painful. The patient recently started having a loss of efficacy. Patient present on p1l2 and dropped down 1 click. Patient will monitor over the next week and provide an update. It was later reported that the physician confirmed patient has a urinary tract infection (uti). The patient was treated with prescribed medication. Additionally, the doctor does not believe the tailbone discomfort is a result of the stimulator or lead.